Event description:
On 10/24/07 integra lifesciences received a letter from the FDA indicating that a voluntary medwatch had been filed on the endura dural graft. The following info was reported, "exploration of a cerebral mass carniotomy, dura patch graft & FDA recall of graft suspect sterilization: environment control failure." Additional info obtained: incident date: 2005; a review of the complaint database from 10/1/04 to present does not indicate that integra was aware of the incident. An integra rep spoke to the rep from the user facility on 10/29/07 to obtain additional info and a copy of the medwatch filed. The user facility did not retain a copy of the medwatch in their files. The rep at the user facility stated that they cannot implicate endura as the cause of the incident. The medwatch filing was the result of a voluntary recall and not due to the health professional or pt reporting the adverse event.

Manufacturer narrative:
Iintegra lifesciences corp is filing a distributor report based upon info provided by the user facility. The MFR, shelhigh, inc. Will be notified via email of the reported complaint and provided with a copy of this report via fedex.